Event description:
Uvc was seen to be malpositioned on kub (kidney, ureter, and bladder x-ray). The umbilical area was cleaned and prepped with betadine. A time out was performed at 6pm. The line was removed 2cm to 6cm. On repeat kub the catheter still appeared malpositioned. Upon a second attempt to further adjust the line separated from itself. It separated at approx. 4.5cm mark. The retained piece was unable to be visualized at the stump. A kub was obtained, revealing a piece of catheter. Dr. [Redacted name], and the nicu fellow were notified. Dr. [Redacted name] called the interventional cardiology attending, the pediatric surgical attending and the cardiac anesthesia attending. Dr. [Redacted name] also spoke in person to the parents. Manufacturer response for uvc, uvc (per site reporter). [Redacted date] initial contact sent, inquired about harm and any additional procedures required for care. [Redacted date] - connected with rep to report the details of this event and request an RMA and mailer label. [Redacted date]- sample shipped fedex.